Event description:
Event description boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 33 seconds, which resulted in the device declaring end of life (eol). This device had been in service for approximately 3 years. A boston scientific crm technical services (ts) consultant recommended explanting the device. The device was explanted and replaced with a different bsc ICD. To date, there have been no reported patient symptoms associated with this clinical observation.